Event description:
On the first tpn of the day, the unit went into a e-33 alarm. They cleared the alarm and reran the bag. On the second tpn, the unit had a free flow. When this tpn was complete, the user noticed the 500 ml bottle of hepatamine hanging on station #3 which was not programmed had about 200 ml left in the bottle. There was no pt involvement. The admixture was discarded.